Event description:
Rigid gas permeable contact lens complication -- after 9 months of wearing a new generation contact lens in one eye, most unusual crystalline deposit formed at the periphery and mid-periphery of the lens whereas the other eye, wearing an older, conventional contact lens, underwent no such complication. The pt was using boston advance solutions, and the new lens. No such phenomenon has occurred to other pts wearing the onsi-56, but all of them are using unique ph as their cleaning and disinfecting solution.